Event description:
It was reported that the stimulation was not covering the patient's right lower extremity pain. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned due to hospital protocol.